Event description:
It was reported that after insertion of an indwelling bladder catheter and confirming urine flow, water for fixation was injected, but fixation water leaked from the branching part between the inflation lumen and the shaft, leading to the catheter being removed.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.